Manufacturer narrative:
Results of investigation: this unit was evaluated by a vyaire medical authorized service technician. The service technician ran performance test and could not duplicate the reported issue. The unit passed all test and runs according to manufacturers specifications.

Event description:
It was reported to vyaire medical that the ventilator hesitated and stopped while on a patient. The customer stated that they replaced the circuit and it ran it for about 2.5-3 hours and it hesitated and stopped oscillating again. The patient was manually ventilated while they swapped the unit out. There was no patient compromise associated with this reported event.